Manufacturer narrative:
The impella device was not received from the customer, therefore, an investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Instructions for use for the related event are as follows: section: general patient care considerations: ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output: use of the repositioning sheath and peel-away introducer: ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states): ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
Us complainant reported the patient was on impella cp support. While on support, bleeding was noted to impella site. Manual pressure was held. Fluid and 2 units of packed red blood cells were administered for volume. The patient was noted to be in a-fib, synchronized cardioversion administered twice. Impella cp was repositioned under fluoro. The patient was moved to the intensive care unit and femstop was placed. Distal pulses were not dopplerable. The physician was aware but deemed the patient to be dependent on impella support and distal pulses were monitored. Care was withdrawn and the patient expired. Reportable due to patient harm and potential relationship between the cause of death and the impella.

Manufacturer narrative:
Additional information provided in h6 and h10. The investigation into the reported issues has been completed. No device was received for evaluation. Device history record review confirmed the pump passed all post sterile inspection checks. To determine the true root cause of the reported issues, sufficient clinical information would need to be assessed in conjunction with evidence from the returned device. As all necessary information was not provided, the root cause of the reported issues was unable to be determined.